Event description:
While performing the task of transferring collimators on the dual head camera in nuclear medicine, the technologist had difficulty docking the cart. The cart slipped away causing the 200 lb collimator to slip off. The fall of the collimator fractured the technician's finger and caused $108,000.00 damage to the camera.